Manufacturer narrative:
Updated: product ID (B)(6) lot# vag879 serial# implanted: (B)(6) 2017 explanted: product type lead product ID (B)(6) lot# vag879 serial# implanted: (B)(6) 2017 explanted: product type lead correction: additional information received indicates that the correct mfg. Site ID is (B)(6). Please note that has also been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the surgeon indicated that there was ¿a problem with the position of the battery pocket was a bit too snug.¿ it was noted that the surgeon was to revise the battery site (date not given). The surgeon noted that this was not a device problem.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, product type: lead. Product ID: 388928, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a manufacturer representative reported a consumer reported their implantable neurostimulator (ins) and leads are ¿twisting.¿ it was unknown if any factors led/contributed to the event, if any troubleshooting was performed, or if any actions/interventions were taken/planned. It was also noted that it was unknown if the issue was resolved. No symptoms were reported. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Additional information received indicates this event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a consumer was claiming to have an ins rotating. It was suspected that the consumer would need another procedure to correct the battery rotation/flipping.